Event description:
From (B)(4), 13:57:09, (B)(4): this (B)(4) will be merged into sr (B)(4) and closed as a duplicate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's sister that the right atrial (ra) lead is fraying and drawing too much energy from the implantable cardioverter defibrillator (ICD) which is depleting the battery. The caller noted that the ICD battery went from "10.6 years to 5 years in 3 months time." It was also noted that the right ventricular (rv) lead was fractured and was reprogrammed to ¿reduce the energy used.¿ the ra lead, ICD, and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.